Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. A review of the device history record of the product code/lot# combination was conducted with no findings. One 6f angio-seal sts plus was received for product evaluation. Only the carrier tube assembly was returned. Visual inspection revealed that the bypass tube was found protecting the anchor of the carrier tube assembly. The collagen had expanded from the slit due to contact with dried bloodlike substance or moisture. The deployment sleeve of the device was in a full forward lock position. No other visual anomalies were noted. The manufactured slit was unable to be measured since the collagen had expanded. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the device had prolonged exposure to blood like substances or moisture leading to the reported event.

Event description:
The user facility reported that there was a large split in the distal end of the angio-seal shaft just proximal to the bypass tube. The angio-seal was not able to be advanced into and through the bypass tube so it was not able to be deployed. Another angio-seal was then pulled and successfully deployed. The procedure was completed successfully and the patient is doing good in stable condition. Additional information was received 13december2019: the procedures performed was an embolization procedure using a 6fr sheath.